Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the multiple screwdriver handles do not ratchet correctly. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument found the ratchet control cap has broken away from the handle. The root cause is attributed to supplier assembly process. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.